Manufacturer narrative:
The complaint is confirmed. The unit has damage to the lcd, bezel, top cover, bottom cover, and both door covers. This was induced by the end user.

Event description:
It was reported the pump is broken. When activated the touchscreen will glitch and change settings before restarting itself. The case was completed with another pump.